Event description:
The report from the field indicated the following. During a coronary stenting procedure, the physician was attempting to maneuver through the heavily calcified left main artery. The target lesion was the proximal left anterior descending. The physician was unable to pass through the left main and decided to pull back. While pulling the balloon back, the stent became dislodged in the left main. The physician attempted to retrieve the stent with a snare, but was unsuccessful. The stent was still on the wire, so the physician used a 3.5 maverick balloon to inflate the stent. The status of the pt is unk at this time.